Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Controller has not been received.

Manufacturer narrative:
Log file analysis could not be conducted since log files were not retrieved from the controller. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. One controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller was disposed of before evaluation could be performed, therefore no results are available. A root cause could not be determined since analysis of the device could not be performed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced a loose connection to the driveline, the metal port of the driveline was broken out of the controller housing and the controller did not display alarms. The controller was exchanged with no reported consequence or impact to the patient. No additional information was reported.